Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was not known. No additional information was provided. Although requested by tandem technical support (cts), pump logs were not uploaded for cts review.